Manufacturer narrative:
Cartridge not returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was air in the luer lock and the tubing after the customer disconnected the luer lock connection to change the cartridge. There was no impact to the customer's blood glucose level. The customer changed the infusion set.